Event description:
My glucose was in the 90s when I was going to bed, so I ate something. At about 12:30am I was laying in bed trying to sleep. I had laid there an hour when I realized my glucose might be low (can't go to sleep when too low). My glucose was about 40 and had been for more than a half hour. The pump never alarmed, so I didn't know I was in trouble. I was barely alert enough to eat candy. Tandem is known to have poor alarm sound for low glucose. Had I been asleep, I would have gone unconscious. FDA must do something about this. You never should have approved the t:slim x2 insulin pump with such low sound volume.